Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message during treatment. The cycler also received the power fail recovery failed message. Upon removing the cassette, fluid was found to have leaked in the cycler. The patient stated she will complete treatment with manuals. The cycler was replaced. Upon follow up with the patient's nurse, it was that the patient has since received the new cycler and is completing treatments. No medical intervention or adverse event occurred. The nurse did not have the patient's date of birth and dry weight were not available.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the air detected in cassette message during treatment. The cycler also received the power fail recovery failed message. Upon removing the cassette, fluid was found to have leaked in the cycler. The patient stated she will complete treatment with manuals. The cycler was replaced. Upon follow up with the patient's nurse, it was that the patient has since received the new cycler and is completing treatments. No medical intervention or adverse event occurred. The nurse did not have the patient's date of birth and dry weight were not available.